Event description:
New information states that the patient was hospitalized on (B)(6) 2018 for acute on chronic congestive heart failure exacerbation and increasing confusion. Patient condition continued to decline and was transferred to ICU. The patient was intubated and mechanically ventilated due to possible septic joint and seizures. The patient was extubated on (B)(6) 2019 and transferred to long term acute care facility on (B)(6) 2019. The patient returned to nursing home on (B)(6) 2019 where the patient passed away later that day. The cause of death was cardiac and was due to pump failure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-04464; 2017865-2019-04465. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.